Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
(B)(4). Patient non-union. The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that in 2015, the patient underwent a plate and screw fixation procedure with no problems. At an unknown time post-op, it was discovered that the tip of the screw was broken. At the time, the surgeon decided to leave it as is. In 2016, the plate and screws were removed but the broken piece of screw could not be removed so the surgeon decided to leave it in the patient. The removed plate was found to be broken as well. On the same day, another plate was fixed due to joint fusion failure (non ?union).